Manufacturer narrative:
On 23-nov-2020 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Event description:
Consumer reported via website chatbot that the pin came out of the brush head while she was brushing her teeth. No injury was reported.

Manufacturer narrative:
Product return was received and product investigation is in progress.

Event description:
Consumer reported via website chatbot that the pin came out of the brush head while she was brushing her teeth. No injury was reported.